Event description:
The account stated the commander ppc fan is not functioning properly and the gas shock for the lid is not working as expected. Service changed the gas shock and fan, verified proper operation of the commander ppc through diagnostics. There was no injury reported due to the gas shock lid or fan on the commander ppc.

Manufacturer narrative:
(Service replaced the fan and gas springs for resolution). Service replaced the commander ppc gas shock and fan and verified proper operation of the commander ppc through diagnostics. A review of tracking and trending found no other complaints for the time period of february 1, 2008 through july 31, 2008 for gas shock/fan failures. The commander ppc operations manual, section 8, hazards, physical and mechanical provides adequate instruction to resolve the issue and continue operation. This is a final report.